Manufacturer narrative:
Corrected: d4. Additional components potentially involved in the event include: common device name: dbs lead, model: 6172, UDI: (B)(4), serial: (B)(6), batch: 10380303 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
There is no alleged malfunction against the device; therefore, the device is no longer reportable.

Event description:
Additional information reported there was no issue with the system and no further action is needed.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient experienced ineffective stimulation with the dbs system. Surgical intervention may be undertaken at a later time to address the issue.